Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed non-sustained oversensing episodes due to far p-wave oversensing. The recommended programming change was made and the patient will be monitored with routine follow-ups. The patient condition before, during, and after the oversensing was stable.